Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate of 85 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured pressure values used to calculate remaining insulin and advised that fill estimate would start counting down again once actual insulin amount reached displayed value, and caller understood and acknowledged this information.